Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation did not confirm or reproduce the reported battery inoperable alarm and power failure that occurred after a software upgrade. Review of the device data logs revealed that the device was recording "critically low battery" warning alarms as "battery inoperable" alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device error messages were due to a software issue. Review of the device data logs also revealed an occurrence of error message sf180 indicating a battery charger fault due to a battery over temperature during the charging process. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was being serviced when it displayed a battery inoperable alarm and subsequently had a power failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device was being serviced when it displayed a battery inoperable alarm and subsequently had a power failure. There was no patient involvement.